Event description:
On (B)(6) 2013 the physician called for guidance on how to install the newest 8.1 software. Prior to install, the physician verified that the front screen of the handheld indicated 7.1 version software. After removing the flashcard from the handheld though, it was discovered that it was actually 8.0 version software. When the 8.1 version software was placed in the handheld, the software would not self install. An attempt was made to uninstall the previous software; however, the physician was unable to pull up the cf card file to do so. It appears the 8.0 software was never initially installed, which would cause the issues in installing the 8.1 software. Attempts have been made for the product return; however, they have been unsuccessful. No additional information has been provided.